Event description:
In 2008 at 04:44pm (pst), the lay-user/pt contacted lifescan alleging that the one touch ultrasmart meter is giving inaccurate erratic readings. On the same day at 6:43pm (est), one hour prior to contacting lfs, the pt reported blood glucose results of "177, 88, and 109 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl. The pt did not take any action in regards to diabetes treatment and did not test with any other meter. The pt did not require medication intervention. However, the pt reportedly developed symptoms described as "shaky" after the reported issue began. It would have been helpful to obtain the following info: testing frequency, medication regimen, time and date of when the symptoms began, food intake, diabetes medication regimen, and blood glucose readings prior to the symptoms. During troubleshooting, the customer care advocate verified that the puncture area was cleaned appropriately, the testing technique was correct, the blood samples were taken from an approved site, the test strips were within the discarded date, the meter was coded accurately, and the unit of measurement was correctly set to mg/dl. This complaint is being reported because the pt alleged that she felt shaky, which can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.